Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An everflex self-expanding stent was being used in the proximal l sfa. The type of lesion was plaque with moderate tortuosity and moderate calcification. The sfa was pretty straight, both iliacs had tight turns. Device was removed from packaging per IFU with no issues noted. Device was inspected and prepped per IFU with no issues noted. A dcb was used in the sfa and it passed the iliacs with some difficulty. Both iliacs had noticeable tortuosity. The lesion was pre-dilated with pta and dcb. It is reported that severe resistance was experienced during deployment but excessive force was not used. The deployment started easily and got progressively more difficult until the wheel snapped connection and they were unable to turn the thumbwheel. The thumbscrew/lock-pin was checked prior to procedure and the lock pin was removed. The stent was partially deployed within the patient (approx 8mm). Phone calls were made to peers and a product manager and the physician pulled slowly and eventually the remaining 2 cm deployed without issue. The stent was deployed in the normal shape. The lesion was post dilated. The device did not pass through a previously deployed stent. There was no patient injury

Manufacturer narrative:
Evaluation summary: the everflex self-expanding peripheral stent with entrust delivery system was received for evaluation. The entrust delivery system was received with the red safety tab removed and a kink in the catheter just distal of the blue isolation sheath/strain relief. The entrust handle was examined. No pull cable was observed in the safety tab cavity. No red safety tubing was noted in the handle gap. It was noted that the adhesive bond between handle and the blue isolation sheath/strain relief had separated. It was noted that the inner guidewire lumen had four areas of accordion compression/folding, within the handle. A segment of the pull cable was still attached to the thumbwheel. The proximal end of the gold isolation sheath was located at the distal end of the blue isolation sheath/strain relief. The blue isolation sheath/strain relief was advanced proximally over the inner guidewire lumen to locate the proximal end of the outer sheath. The outer sheath with pull cable was received pulled under the gold isolation sheath. Approximately 14cm of pull cable is extending beyond the proximal end of the gold isolation sheath. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.